Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. This pt was a former smoker and had 3 prior cardiac operations. Her femoral pulses were diminished consistent with peripheral vascular disease. She did not have a preoperative radiologic eval of her iliac femoral arterial system. There was some difficulty in placing the endovenous drainage cannula because of scarring around the superior vena cava. The 21 fr endoarterial return cannula and the endosortic clamp catheter were placed without incident through the left femoral artery. The right atrium was injured while opening the chest and required repair (not heartport devices). The eac balloon was pierced by the needle during valve replacement and required replacement. Total aortic occlusion time was 153 minutes. Total perfusion time was 222 minutes. Total procedure time was 7 hours. Following the operation, both legs were cool and had diminished pulses. This seemed worse on the left side. An ultrasound/doppler study was negative. A vascular surgeon then explored the cannulation site and found an intimal flap. An intravascular intervention was performed to restore patency. The pt developed a non-healing foot ulcer and required a transmetatarsal amputation. The amputation site would not heal, necessitating a below the knee amputation of the left leg approximately 6 weeks after the mitral valve replacement. She has recovered well from this operation and is undergoing rehabilitation.